Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "patient with left stryker hip suffered a periprosthetic fracture after a fall." An accolade tmzf stem, x3 32e liner, and unknown femoral head were removed. An mdm metal liner and adm/ mdm insert were implanted (no femoral components listed).